Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of infection is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a separate surgical procedure last week for circumcision. Subsequently, signs of infection were observed around the pump site, believed to be related to the circumcision. As a result, the device was explanted and replaced. No further complications have been reported.